Event description:
It was reported that during electrogram (egm) review of this cardiac resynchronization therapy pacemaker (crt-p), atrial undersensing was identified. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.